Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patients' representative reported rupture, capsular contracture, baker grade ii, fever and recurring pain. An MRI was performed. This record relates to the right side. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to confirm, as it is a medical event. Not related to the device. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Fever: unable to confirm, as it is a medical event. Not related to the device. Headache-ndr: unable to confirm, as it is a medical event. Not related to the device. Malaise-ndr: unable to confirm, as it is a medical event. Not related to the device. Varied injuries-ndr: unable to confirm, as it is a medical event. Not related to the device. Inflammation/irritation: unable to confirm, as it is a medical event. Not related to the device. Observed, two devices. One device appears to be intact, and the other device has an opening, non-labeled for side explanted. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Subsequently, patient's representative provided medical report. Which states, ¿suspected implant-related immune reaction of the body¿. And ¿due to, which the patient wishes to have both implants and the capsule removed¿.

Event description:
Patients' representative reported rupture, capsular contracture, baker grade ii, fever and recurring pain. An MRI was performed. This record relates to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patients' representative reported rupture, capsular contracture, baker grade ii, fever and recurring pain. An MRI was performed. This record relates to the right side. Device has been explanted.